Event description:
It was reported the lead was explanted and replaced due to oversensing "with many episodes of asystole." No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Device serial number was corrected. Evaluation summary: proximal conductor fractured; full lead, except for approximately a 6.5 cm df connector leg, was returned and analyzed.